Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 278953 on panther instrument sn (B)(4) which had an increase in positive samples. Customer questioned this wl since 35 out of 248 samples were positive. No discrepant results were reported.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found multiple positive samples in the wl starting mid-run, but the controls had typical recovery. Ts observed no instrument or reagent preparation issues but advised customer to clean the instrument/work area. Customer followed ts's suggestions and later determined that pipetting issues during sample preparation likely caused the increase in positive samples. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.